Event description:
A significant increase in (B)(6) results from within an equivalent population was observed on the advia centaur xp hcv lot # 228 at this facility. The patient results are considered discordant when compared to repeat test results and another hcv test method. There was no report of adverse health consequences due to the discordant advia centaur hcv results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a system preventative maintenance replacing a wash manifold and four aspirate pinch valves. Reagent lot # 228 is being investigated. The IFU states in the interpretation of results section: "samples with a calculated value greater than or equal to 1.00 index value are considered reactive for igg antibodies to hcv. It is recommended that the sample be repeated in duplicate. If 2 of the 3 sample results are less than 0.80 index value, the sample is considered nonreactive. If 2 of the 3 sample results are greater than or equal to 1.00 index value, the sample is considered reactive and supplemental testing of the sample is recommended. If 2 of the 3 sample results are greater than or equal to 0.80 index value and less than 1.00 index value, supplemental testing of the sample is recommended."

Manufacturer narrative:
New information was provided on 02/24/2012. A siemens field service engineer (fse) was onsite and found contamination of the facility water system that may be a contributing cause of discordant false positive hcv results.

Event description:
This is a supplemental report to the original report filed for 1219913-2012-00063. The riba hcv test result has been corrected for sample sid #033-911-7128-0 as well as additional manufacturer narrative information. For other information related to this report, please see medwatch report 1219913-2012-00063.